Event description:
Clinic notes dated (B)(6) 2014 noted that the patient has experienced an increase in seizures and the generator showed ifi = yes upon interrogation. It was noted that the patient would undergo generator replacement. The patient underwent generator replacement. The explanted generator has not been received for analysis. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
It was reported that the explanting facility discards explanted devices during surgery; therefore, no analysis can be performed. An implant card was received that noted the generator was explanted due to battery depletion.

Manufacturer narrative:
Corrected data: the initial manufacturer report inadvertently did not include information relevant available regarding the increased seizures event reported which had been available at the time the initial report was submitted. The clinic notes also indicated that the patient has severe sialorrhea which is interfering with the patients life and causing severe stress and increase in the patient's seizure activity.